Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Shrouds. The analysis results found that one ec60 device was returned with the jaws in the open position, with the handles separated and with a cartridge reload loaded on the device. The cartridge reload was returned void of staples. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrojejunostomy procedure, on the third firing by a gastric bypass, the instrument did not open. This was the gastrojejunostomy, so there were staples lost. Another device was used to complete the procedure. There were no adverse consequences for the patient.